Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the user indicated the device was used to cut a gastric concretion. This device is not intended to be used for removal of gastric concretions. The intended use in the instructions for use (IFU) states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided the device was used to cut a gastric concretion [against intended use], a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a endoscopic procedure, the physician used a cook acusnare polypectomy snare. The snare broke during cutting of the gastric concretion [against the intended use]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.